Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and frozen screen, burnt pca were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
A dreamstation 2 advance auto CPAP device was previously returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and frozen screen, burnt pca were found. The device was scrapped. In box h: (device) problem code grid and evaluation results code grid are updated in this follow-up.